Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent cartridge alarms (cartridge alarm 19) with multiple cartridges during basal delivery. On one occurrence, the customer reported blood glucose level was in the low 200's (mg/dl), which was addressed with manual injections. It was confirmed that the customer had manual injections as alternate insulin therapy.